Event description:
Received loupes from orascoptic (B)(6) 2024 & noticed an allergic reaction around (B)(6) 2025 on the sides of my nose & forehead from the nickel in the nose pads (which was not mentioned on the label that they contained nickel).